Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported a button error alarm that he could not clear. The customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump act button did not respond, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on display, cracked case at display window corners and cracked reservoir tube lip.